Event description:
I put 2 drops of clear eyes contact lens multi-action relief drops in each eye. Within less than 1 min I had a red irritated streak like a burn mark down my left cheek where it had blinked out from the outside corner of my eye, and the same streak along the right side of my nose from the drops being blinked out of the inner corner of the right eye. I didn't have any products on my face (moisturizer etc). The marks didn't hurt but were very red. Reason for use: dry, irritated eyes.